Event description:
While administering dopamine to a patient the cassette leaked. While changing out the tubing the patients blood pressure went down but as soon as a new set was installed and the flow of dopamine was restarted, everything was fine. No patient injury reported.